Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the external device became hot to the touch when using the device. The external device has been exchanged and there was no allegation of injury to the patient.